Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation feedback from the field. Please see correction to d8. It was later confirmed that the semi-annual inspection of the castors was performed. This is the original castor of the tower and provided images of the defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, visual analysis confirmed the caster tire is split and did not break away from the workstation. However, the cause of the event is likely due to wear and tear. The event can be detected and prevented by following the instructions for use (IFU) section which state: 6.4 maintenance: caution: it is important to perform the maintenance described in this chapter to ensure the workstation and accessories remain in a good and safe working condition. Safety cannot be guaranteed if maintenance is neglected. Avoid contact of the castor wheels with oil and avoid a build up of floor cleaning wax and polish as these will impair the antistatic effectiveness of the castors. Check the security and condition of the castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service. Periodically clean each antistatic (conductive) castor wheel to remove non-conductive material such as cleaning wax and floor polish as these will impair the antistatic effectiveness of the castors. The above maintenance checks should be performed to ensure the workstation remains in a good, safe working condition. Failure to perform these checks could lead to a potentially unsafe workstation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the wm-np2 workstation set 5 (EU) third-party distributed device antistatic wheel was damaged, and the outer sheath of the power cable was damaged. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
PMA/510(k) number: exempt class 1 device the third-party device was not returned to olympus for evaluation. The third-party device was repaired onsite at a local service center. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.